Manufacturer narrative:
Devices were returned to the manufacturer for evaluation. Visual examination of explanted plate and screws indicate that the items appear to be to specification with no apparent hardware failures.

Event description:
It was reported that the patient underwent a cervical procedure at c5-c6 and c6-c7 using anterior fixation. The patient reportedly had pain from back of his neck to the back of his head three months post op. The x-rays revealed lack of fusion at both levels. The revision surgery was performed approximately 5 months post op to remove the fixation construct.